Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on behalf of the patient reporting that the patient went back for a follow up appointment about 10 days after the initial implant. It was stated that the patient started charging on (B)(6) and was never able to charge the ins to 100%. The caller stated that it takes too long to charge and it takes hours to do so. It was noted that the patient spends 2-3 hours charging and it charges barely over half. The caller also mentioned that the insr antenna gets too hot and they become uncomfortable and thus the patient has to quit charging. The caller says that the patient gets 6-8 coupling bars. Best charging practices were reviewed with the patient. The caller stated that they had to go but would call back. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient had just been implanted on the day of the call. The patient stated that they did not know what was going on and that the machine was ¿coming up with errors.¿ the patient was frustrated as they did not know what to do with their equipment. The patient was able to recharge it. It was reported that the patient had been told to hold it over the implantable neurostimulator (ins) this morning. The patient had been able to feel stimulation at that time. There was a check mark in group a and it was at 4. It was confirmed that stimulation was on during the call. The patient still had bandages on from the surgery that day and saw the poor communication screen during the call. The patient stated that they were in too much pain and needed to disconnect the call. No further complications were reported. Additional information was received from the patient. It was reported that the patient couldn¿t get their implantable neurostimulator (ins) to work. The patient stated that it was working when a manufacturer representative was present with them at the hospital, but they were using the charger and not the stimulator. It was reported that the patient stopped feeling stimulation after the manufacturer representative left. The patient was redirected to their healthcare provider (hcp). It was noted that the patient would be staying overnight at the hospital. The patient was encouraged to work with nurses and an hcp there. No further complications were reported or anticipated. Indication for use is non-malignant pain.